Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03380. This report is being submitted as a correction. Serial #: correction to serial number. Approximate age of device - 1 year, 3 months. Manufacturer's investigation conclusion: a correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that per the patient, blood was noticed upon wiping on (B)(6) 2017 and worsened the following day with 4 episodes. The patient called the lvad clinician who encouraged the patient to come into the hospital for evaluation. The patient was admitted and was transfused with 1 unit of packed red blood cells (prbc) within the first 24 hour period, with a total of 6 units of prbc. Anticoagulants at the time of event: warfarin. No additional information was provided.